Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ were there any patient consequences? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? --received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note ((B)(4)), other information requested is unknown. The following information was received: after investigation, the patient was a female, with unknown specific age. On (B)(6) 2025, the patient underwent gynecological pelvic floor surgery (the specific patient's diagnosis and surgical name were unknown). The operator used w9361 for continuous suturing during the surgery (the specific suturing tissue level was unknown). After suturing the first needle, it was found that the needle tip was broken (the specific broken end length was unknown). The operator immediately replaced with a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. After the surgery, the patient was given imaging examination to assist in finding the broken needle tip, but the broken needle tip was not found in the patient's body. The patient was in a stable condition and no further adverse events were reported. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two needles embedded in a cardboard, one of which appears to have a round tip. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological pelvic floor procedure on (B)(6) 2025 and suture was used. It's reported that the needle tip broke during sewing in the gynecological pelvic floor surgery. Changed another one to complete the operation. It didn't find the broken piece in the patient with the help of imaging equipment. The patient is in good status at this moment. There were no patient consequences reported. Additional information was requested.